Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the touchscreen was dented and discolored causing it to be unresponsive. Additionally, it was reported that multiple, intermittent occlusions alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge and resumed insulin delivery. The customer's blood glucose level was 116 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.